Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance and noise that was oversensed, leading to charging for high-voltage therapy, but therapy was aborted before it could be inappropriately delivered. The lead was capped and replaced on (B)(6) 2018, and the patient was stable post-procedure.